Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine board was removed and returned. Zoll medical corporation evaluated the pace/defib engine board and the customer's report was not replicated or confirmed. The pace/defib engine board was put through extensive testing which included debug and final testing without duplicating the report. The pace/defib engine board was scrapped. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.